Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 row board a did not detect any cubies. The field service engineer (fse) confirmed that no cubies were detected on main drawer 2, row board a, and the power indicator light for the row board was not lit. Foil debris from a medication pack was found across the connector on the row board, which was removed, restoring the power indicator light. During testing, cubie a1 failed to eject, so the row board was replaced to resolve the issue. The drawer was subsequently tested in diagnostics and verified to be functioning properly. The system functioned as intended after the field service engineer repaired the device.